Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer about patients with an implantable neurostimulator (ins). It was reported the consumer was worried the manufacturer didn¿t advocate for patient¿s when something didn¿t seem right with the product. There were no further complications that have been reported as a result of this event.